Event description:
Patient presented with high lead impedance and was referred for lead revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision (replacement of the lead and generator). The explanted products have not been received by product analysis to date.